Event description:
While using multiview workstation (central station pt monitor) with telemetry option the central monitor did not detect an asystole alarm when the pt's heart rate fell below the stored lower set limit of hr<30. Only a low heart rate alarm was detected. No pt injury was reported.

Manufacturer narrative:
The reported incident is currnently under investigation.